Event description:
Orthopedic surgeon contacted co to report that absorbable tapered pins had not absorbed in pt after 6 months following radial head fracture repair. He reported that the radioluscent pins could be seen on x-ray.